Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify all device deficiency anomaly due to buttons not responding.

Event description:
Customer reported via phone call that they experienced unspecified low blood glucose level. The customer had symptoms such as seizures the customer treated with food and glucose tablets. The customer¿s blood glucose level was 106 mg/dl at the time of the call. The customer stated they were getting all of their insulin all at once after a delay in making their corrections. Customer indicated that they over bloused. Troubleshooting was completed. The insulin pump was returned for analysis.